Manufacturer narrative:
Per issue, customer was smearing blood around sample well. This pre-analytical technique may contribute to inaccurate inr result or testing error. Nes error occurs when there is not enough sample applied to the test strips to fill the test area and/or strip channel is blocked. Checks are made to detect conditions that indicate a failure or some type of error such that a prothrombin time result is not displayed. These errors may be caused by strip issues or by user errors. (B)(4) total complaints have been reported for lot #243699 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action threshold of 0.1%, corrective action is not required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Patient had difficulty testing. He had a dental procedure recently and was off his coumadin for a few days. When he restarted it, he kept having inr = 1.0 despite raising his coumadin dose. He noted that the 1.0 result looked smaller than usual on the screen and had a warning symbol next to it. Checking the meter memory patient was getting nes errors and confusing the 'lo' for a 1.0. On 1/24: 1.2 inr on meter. On 1/28: nes. On 2/1: 412 error, then nes on retest. Patient was getting blood easily (large drop in approximately 5 s), but had trouble getting it to migrate up the strip. It would go around the sample well, so he was smearing it back and forth until it started to wick up. Retested over the phone four times. Each gave nes because he kept missing strip. One test went up channels properly, but patient accidentally stuck his finger before pressing ok, so meter was not ready to test.